Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. The device was not returned to brézins as repairs were carried out locally. However, despite several requests for the parts return and attempts to collect additional information, we did not receive anything that would allow us to go further with this investigation. Based on available information no corrective action could be associated to this event. If further information are provided later on we may re-open the complaint and pursue its investigation. To our knowledge this complaint is not being related to patient safety. This complaint is considered as not confirmed. The trend is abnormal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.

Event description:
The following has been reported: "continuous alarm. The problem with the pump is that is it alarming air bubble despite new tubing and other trouble shooting". Reporting due to the referenced issue; no serious injuries were reported. More information is needed to complete the investigation.